Event description:
It was reported that during a laparoscopic gastric sleeve, the device was not coagulating and after using about 4-5 minutes a metal piece fell into the patient. The piece appears to be part of the control arm, it is not the active blade. The operating room time was increased by about five minutes. Another device was used to complete the case. There was no adverse consequence to the patient. Additional information: minimal blood loss at beginning of procedure. Estimated 15cc. Bleeding was stopped with new device. There was no blood transfusion. The metal piece looked like it came from clamp arm. It was no tissue pad.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.